Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of compromised force sensor system alarm and high blood glucose readings. The customer's blood glucose reading was 400 mg/dl. The customer reported alarm occurred during priming. The customer stated that drive support cap appeared loose. The insulin pump was returned for analysis.